Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was not functioning properly. The patient had been having issues with their stimulation since (B)(6) 2014 and they had not been reprogrammed since the issues began. The patient did not have their programmer available to them so they were sent a new programmer. Since the new programmer was not paired to their ins they were unable to adjust their stimulation. There were no patient symptoms reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the health care provider reported that the device worked and it needs programming. The action taken to resolve the issue was that the hcp called a manufacturer representative.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v510026, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2010, product type: programmer, patient. (B)(4).